Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected to align with sections e2 and e3 in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reprocessing deviation could not be determined. The instruction manual identifies preventative measure verbiage in "chapter 5: reprocessing the endoscope: 5.2: preparing the equipment for reprocessing". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The ess performed a scope reprocessing and infection control in-service on pre-cleaning, leak testing, manual cleaning, manual high level disinfection, rinsing, alcohol flush and storage for the staff and repair reduction. The ess also covered infection control information referenced in the user manual and reprocessing manual. The customers acknowledged that they understood the process. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus endoscopy support specialist (ess) reported that during an in-service with the customer, it was found that there was no leak tester for the oes cystonephrofiberscope, not all the steps of pre-cleaning and manual cleaning were being performed, and the customer may not be following disinfectant manufacturer's guidelines on soaking time. There were no reports of patient harm.